Event description:
According to the surgical report, "...on cystoscopy he had an obvious erosion of the cuff into the urethra." This led to urinary incontinence and req'd (required) the removal of the cuff.